Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient felt cold and had high blood glucose and subsequently hospitalized on (B)(6) 2024. During hospitalization, the patient received intravenous insulin drip. The patient remained hospitalized for 5 days. No further information available.